Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. Therefore, the exact root cause of the reported event cannot be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It has been reported that a patient has developed striae post lens implant. The doctor plans to perform a yag. Additional information has been requested but has not been received.